Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the blue jacket near the proximal end was sliding/moving. It could not be confirmed whether there was any damage to the jacket. Additionally, one of the pullwires was broken which may have caused the jaw to move sideways upon exiting the scope. It could not be reported at which pass this issue occurred or if any samples had been collected prior to the issue. Reportedly the device was inspected/tested prior to use and no anomalies were noted, and the patient anatomy was unremarkable (not torturous). The procedure was completed with another radial jaw 4 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the blue jacket near the proximal end was sliding/moving. It could not be confirmed whether there was any damage to the jacket. Additionally, one of the pullwires was broken which may have caused the jaw to move sideways upon exiting the scope. It could not be reported at which pass this issue occurred or if any samples had been collected prior to the issue. Reportedly the device was inspected/tested prior to use and no anomalies were noted, and the patient anatomy was unremarkable (not torturous). The procedure was completed with another radial jaw 4 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4) - the reported event of wire break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the jacketed coil is detached from the handle, and kinks along the length. Damage was also noted to the jacketed coil at the proximal end, and the coil was elongated under the jacket. Both pull wires were not attached to the jaws as one of them was broken and the other was damaged/elongated. Measurements of the outer diameter of the jacketed coil found it to be within specifications. The device handle did not present any visible failures and was within specifications. No functional testing could be performed. The condition of the returned incident device was consistent with the complaint that the pullwires and blue jacket were damaged. Additionally device evaluation found the jacketed coil detached from the handle, kinked, and elongated. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).